Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned for a reload set 151. The device failed the homechoice rite (return instrument test / evaluation) functional test for rls 151 but passed the rite electrical test. A review of the device logs revealed drain volumes that meet the increased intra-peritoneal volume (iipv) criteria. The cause for the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 22:16 with ultrafiltration (uf) volume of 2026 ml during cycle 5. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.